Event description:
During activation of the bd saf-t-intima device, the needle separated from the stylet. The needle portion remained stuck inside the extension tubing.

Manufacturer narrative:
The sample is not available for analysis. The incident is currently under investigation and upon completion, a supplemental report will be submitted.